Manufacturer narrative:
Investigation: a terumo bct service technician checked out the device at the customer site. The technician adjusted and aligned the IV pole to prevent slipping. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. The IV pole clamp was installed at the time of this event. No adverse event occurred, and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a terumo bct service technician checked out the device at the customer site. The technician adjusted and aligned the IV pole to prevent slipping. An IV pole safety collar is installed on the device. The service representative tightened the IV pole one year of service history was reviewed for this device with no further issues related to the reported condition identified. The device serial number history report indicates no further related issues have been reported for this device. Correction: a field service engineer adjusted the IV pole. Investigation is in process; a follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. The IV pole clamp was installed at the time of this event. No adverse event occurred, and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a terumo bct service technician checked out the device at the customer site. The technician adjusted and aligned the IV pole to prevent slipping. An IV pole safety collar is installed on the device. The service representative tightened the IV pole one year of service history was reviewed for this device with no further issues related to the reported condition identified. The device serial number history report indicates no further related issues have been reported for this device. Correction: a field service engineer adjusted the IV pole. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be related the need for an IV pole lock tightening.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. The IV pole clamp was installed at the time of this event. No adverse event occurred, and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole.